Event description:
It was reported that during a mediastinal tumor procedure, the tissue pad was partially detached during use (did not fall into patient). Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.